Event description:
Boston scientific crm received information that this atrial lead was implanted and dislodged overnight. Based on the patient's anatomy, the physician elected to explant and replace the lead with a passive fixation atrial lead. No adverse patient effects were reported.